Event description:
It was reported that the device alarmed a device failure while it was being put into operation on the patient. The pressure measurement had failed and was impaired. No health consequences for the patient were reported.

Manufacturer narrative:
The affected device was examined onsite by the dräger service and the log file was secured for further investigation. Based on the analysis of the log file the reported device failure could be confirmed. A faulty flow and pressure measurement module m4.1 was determined to be the root cause. The module was replaced by the dräger service, and the device was tested and confirmed to be operating as per manufacturer´s specification. As a safety feature of the device, the software analyzes and verifies proper function of the device. In case of a detected failure concerning the flow and pressure measurement module the device would perform a restart to mitigate the issue and post an audible alarm in order to alert the user. During the restart the ventilation is stopped, an audible and visible alarm of high priority is generated, and the pneumatic system opens to allow for spontaneous breathing. Accompanying alarms are activated to inform the user of the problem. The device has reacted as specified to a recognised problem with the m4.1 module. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.